Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgical procedure. Upon removal, it was identified a fluid leak due to the tubing left cylinder leading to pump was frayed. The preconnected cylinders and pump were removed and replaced and the original reservoir was maintained. It was said that the patient fully recovered.